Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 450 mg/dl at the time of call because customer had flu. The customer's blood glucose at the time of the incident was 600 mg/dl. The customer was not using the insulin pump within 48 hours of the high blood glucose. The customer stop using the insulin pump system due to pump. It was unknown whether customer was using the insulin pump or not. The device will not be returned for the analysis.